Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there were motor not running and motor rate errors in the history. Occlusion tests were performed and the reported errors were able to be duplicated. The issue was caused by normal wear since the drive train components; worm coupling and gear were over 5 years old. The drive train components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor not running error. There was no issue with patient safety.